Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: were there any issues noted with device performance in initial procedure? There are identifiable abnormal shaped staples, only with a few minute staples at the ends. He made the manual suture. Were there any malformed staples identified at any time? If so, please describe their shape. I did not identify abnormal shaped staples, only had a few staples on the ends. Made the manual suture. How and when was the leak identified? After surgery. How was the leak addressed? Manual suture. What is the current patient status? The patient is already at home, normal situation. Were the staples malformed? What is meant by "only a few staples at the ends." They are clips that are at the end of the charge channel.

Event description:
It was reported that during an open bypass bariatric surgery, in the post- op period, it was verified that there was dehiscence in the staple line of entero-enteroanastomosis. The patient was reoperated. On (B)(6) 2017, it was reported the patient is fine.